Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failure error code (ec 1104). There was no patient involvement when the issue occurred. No patient or user harm reported. During troubleshooting, the remote service engineer (rse) recommended testing a different motor control (mc) board from a different v60 ventilator to see if the issue could be cleared. If the issue was cleared, than the customer should order a replacement mc board; however, if the issue was not cleared, the manufacturer's recommendation is to replace the central processing unit (cpu). The customer was provided the part numbers. The customer reported replacing the cpu to correct the issue. The customer had then requested the option codes to reprogram the cpu. The rse noted that the codes were provided, and the system meets the specification for the performed service and is returned to use.